Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 35 and 60 mg/dl. The customer¿s current blood glucose level was 201 mg/dl. The customer was treated with food. The insulin pump and insulin pump will not be returned for analysis.